Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose. Caller stated that the paramedics were called and customer was hospitalized. Customer's blood glucose reading at the time the paramedics arrived was less than 20 mg/dl. Caller stated that she found the customer unconscious due to low blood glucose and called the paramedics. Nothing further was reported.